Event description:
It was reported that the pump battery was observed to be depleting rapidly. Subsequently, a malfunction alarm occurred. Customer's blood glucose level was approximately 200 mg/dl. The customer reverted to manual injections for insulin therapy.